Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located), wear abrasion and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth in the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth in the radius side due to a fold flaw opening.

Event description:
Healthcare professional additionally reported "creases associated with hole." The device has been explanted.